Event description:
It was reported that the balance middle weight (bmw) guide wire was advanced, without resistance, through the femoral artery access site to the mid to distal right coronary artery, but the wire lost position after thrombectomy. The vessel was rewired with the bmw when it was noted that the tip of the bmw was inside the guide catheter. The bmw and guide catheter were removed from the anatomy together as a unit, but the separated tip was not inside the guide catheter. The bmw was noted to have stretched coils after removal from the anatomy. The rca clot was aspirated and the interventional procedure was completed. The bmw tip was hung up in the introducer sheath and was snared out of the subcutaneous tissue in the groin via contralateral access. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched coils, prolapsed tip, and guide wire separation were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed and a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.